Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a burn, granuloma, and possible post-inflammatory hyperpigmentation at an unspecified location after treatment on the face, chest, and legs. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned to solta medical for evaluation. The serial number of the device was not provided. Therefore, the device history record review could not be conducted. Blistering and burns, discoloration and infection are all possible patient reactions to fraxel treatment. Blistering or burns may develop over the treated areas. A risk of infection exists whenever the skin is wounded. If observed, infection should be treated appropriately with topical and/or systemic medications.